Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Surgical intervention was performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The s-ICD was retained by the customer and will not be available for return back to boston scientific for analysis.